Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 469 mg/dl. Customer current blood glucose was 448 mg/dl. Customer stated symptoms related to high blood glucose that was they were shaky. Customer was treated with manual injection and they were using insulin pump within 48 hours at the time of high blood glucose. The insulin pump gave for no delivery alarm. The insulin pump will not be returned for the further analysis.